Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor passed incoming functionality testing. A review of download data indicates that the monitor reset after delivering two pulses. There is no indication that the monitor resets caused or contributed to the patient's passing. The patient was in asystole, a non-treatable rhythm, throughout the event. The root cause for the resets was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. Device manufacture date. Monitor 11/18/2014; belt 04/27/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Review of the patient's download data revealed that the patient received four treatments on the date of passing. The first treatment was an inappropriate treatment in response to CPR/motion artifact. The device delivered three additional treatments and reset after delivering two of the shocks. The resets caused the patient's rhythms at the time of treatment and post-shock rhythms to be unknown. The patient was in asystole, a non-treatable rhythm, throughout the event. The patient was in sinus rhythm at 90 bpm with motion artifact at 14:58:41. At 20:15:37, the patient was in sinus rhythm at 60 bpm, which slowed to sinus bradycardia at 30 bpm before degrading to asystole with intermittent cardiac activity. The patient was in asystole with CPR/motion artifact at 20:15:58. The patient received the inappropriate treatment at 20:27:09. The patient's rhythm at the time of treatment and post-shock rhythm were asystole with CPR/motion artifact. The patient was in asystole with CPR/motion artifact at 20:28:53. The patient received the second treatment at 20:33:38. The patient's rhythm at the time of treatment and post-shock rhythm are unknown. The patient received a third treatment at approximately 20:34:00. The monitor reset after delivering the treatment and as such the patient's rhythm at the time of treatment and post-shock rhythm are unknown. The patient was in asystole with CPR/motion artifact between 20:36:02 and 20:37:31. The patient received the fourth treatment at approximately 20:39:00. The monitor reset after delivering the treatment and as such the patient's rhythm at the time of treatment and post-shock rhythm are unknown. The patient continued to remain in asystole with CPR/motion artifact from 20:41:37 until the device shutdown at 20:42:20.